Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator entered recirculation mode due to bleeding at the access site during a routine hemodialysis treatment. A venous pressure alarm occurred. Rinse back was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to problems with the pt's access and user error. Facility staff reported that when the operator went into recirculation mode to reposition the needle, he inadvertently did not open the saline line. The cycler alarmed appropriately. The user's guide provides adequate instructions for performing recirculation of blood while troubleshooting alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l information will be provided.